Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/27/2017-product analysis: the device was returned and evaluated by product analysis on 10/07/2017 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. No moisture was observed on the pump¿s internal components.